Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, dissection occurred with the enroute 0.014'' guidewire. The physician made the decision to convert the procedure to a carotid endarterectomy (cea).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, dissection occurred with the enroute 0.014'' guidewire. The physician made the decision to convert the procedure to a carotid endarterectomy (cea).